Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The infusion sets had bent cannulas. Customer's blood glucose level was 593 mg/dl. The customer was afraid to rewind. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.